Manufacturer narrative:
E1: patient city: (B)(6). Patient country: (B)(6).

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event of occlusion in which insulin does not exist the tubing with plunger push on 25-sep-2024. No further information was available.